Event description:
It was reported that the insulin pump alarmed failed battery test and had an unresponsive keypad. The blood glucose reading was 469 mg/dl. The customer's mother stated that the customer was not present with the insulin pump, so she advised that she would call back to continue troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.